Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for oversensing crosstalk with elevated sensing integrity counter (sic) and high rate non-sustained tachycardia. The rv lead also exhibited a rise and variability in pacing impedance. The sensitivity was reprogrammed it was further reported that the lead exhibited high impedances and a loss of capture, indicating a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.